Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified the patient's scs implantable pulse generator was replaced with a new one. Stimulation therapy has been restored for the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient had turned off and not used his scs system for six months at the request of his neurologist due to other unrelated health issues. Reportedly, when the patient attempted to turn on his scs system again, no communication was possible with the scs ipg. The ipg battery may be depleted and would need to be replaced.